Manufacturer narrative:
.

Event description:
The customer reported that the ventilator alarmed with primary alarm failed. The customer reported there was no patient involvement.

Manufacturer narrative:
UDI # added.